Event description:
It was reported that the device would not show the patient's ECG reading thru the therapy cable, paddles lead. An advanced life support (als) crew was dispatched to a call involving a down female cardiac patient at a nursing home and observed CPR in progress. The first responders had already connected the patient to an AED (brand unknown) prior to als arrival and it advised no defibrillation shocks. The lifepak 12 device was connected to the patient via the therapy cable-third party electrodes (phillips brand) and there was no ECG reading via the paddles lead. The ECG leads were applied thereafter and an asystole rhythm was noted. A third defibrillator was connected to the patient and the asystole ECG rhythm confirmed. A telemetry physician was contacted and the patient was pronounced deceased at the scene. There were no further details on the event and/or the patient provided. A clinical review of the reported event determined that the device use did not contribute to the patient outcome as ECG showed as asystole; defibrillation was not indicated; and the patient down time was 10 minutes or greater.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy cable at the failure analysis center and determined the cause of the reported failure to be an open sternum wire.